Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pulse generator (ipg), the patient's heart appeared to drop below the lower rate too often to be normal managed ventricular pacing (mvp) operation. The patient complained of symptoms similar to pacemaker syndrome. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient was brought in to healthcare facility for follow up check where it was noted the patient encountered many ectopics and pauses which were being felt by the patient. Assessment was performed by the physician and no changes were made to the ipg programming. No ipg malfunctions were found during the follow up visit.